Event description:
The complaint states that a new sensor prompt was reported. The sensor was inserted into the abdomen on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a new sensor prompt was confirmed. The probable cause was determined to be progressive sensor decline. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor prompt is reportable based on the finding of a an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).